Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported difficulty to remove the catheter from the guidewire appears to be related to operational context. In this case, it is likely that the employed guidewire became damaged during use, which caused the reported difficulty to remove the catheter from the guidewire. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that the dragonfly imaging catheter was used in the circumflex artery. The imaging catheter was advanced over a run-through guide wire and imaging was performed. However, during retraction the dragonfly was stuck to the guide wire and could not be removed. The devices were removed together. The procedure was completed at this time and no additional devices were needed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.